Event description:
It was reported that the right ventricular lead perforated the heart after surgery. The physician attempted to insert the stylet into the lead, however, it could not be inserted so the lead was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The initial reporter should have been (B)(6) rather than (B)(6) . Should have been physician, rather than health professional. Analysis was normal. No anomalies were found.